Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarmed during self test and pump trace download confirmed hardware low level failure alarm due to broken trace at u1 pin 1 or vdd on keypad assembly. Unable to verify audio or absence of alarm during self test due to hardware low level failure alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done for hardware low level failure alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.